Event description:
Patient had undergone a left total hip arthroplasty in summer 2006. The patient had progressive hip pain in his left hip. The patient was admitted to undergo a revision of the left total hip arthroplasy. An excerpt from the surgeons findings were as follows. "There was aseptic loosening of the left acetabulum. There was no bony ingrowth on the acetabular cup. There was mild metallosis of the synovial tissues" the pathology report showed the connective tissue from synovium was negative for acute inflammation. No complications were noted in surgery. The patient tolerated the procedure well. The patient was discharged.